Event description:
The customer reported the system had an ad channel failures displayed. This error will likely prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.